Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely as the estimated remaining longevity decreased from two and a half years to four months within a year. At this time, there is no evidence to suggest that a request has been made to have data from this device analyzed to confirm the premature battery depletion (pbd) observation. The replacement procedure was scheduled. No adverse patient effects were reported. The device remains in service.